Event description:
It was reported that a patient had pain at the implantable neurostimulator (ins) site when the ins was turned on. It was noted that there was no known accident or incident related to the complaint and it started the weekend prior. It was reported that an impedance check was suggested but the patient couldn¿t tolerate the standard settings for the impedance check. It was noted that they were going to try changing settings. It was later reported that two weeks prior the patient began experiencing pain and a jolting sensation at the pocket site. It was re ported that there was a shocking or jolting sensation. It was noted that the patient turned the ins off and the sensation did not go away. The reporter stated that impedances could not be done due to patient discomfort. Reprogramming was done against the case, and the patient was experiencing worsening of the discomfort at 0.9 volts with electrode 0, 0.65 volts with electrode 3, and 2.95 volts with electrode 2. It was reported that the patient was programmed on 0 positive 2 negative, a rate of 14, a pulse width of 210, and an amplitude of 1.5. It was noted that palpation made no change and an x-ray would be done if it could not be programmed around and they would ¿have to go in and take a look.¿ it was unclear what this referred to. It was noted that the patient wasn¿t sure if the ins had moved and they would check with the doctor to see if it was possible that the ins had moved and was impinging on a nerve. It was later reported that the patient hadn¿t been in contact with one of their healthcare providers regarding the event. It was noted that the patient diagnosis associated with the reported event was urgency. It was later reported that the patient had pain in the pocket but it didn¿t happen until after four years when the device battery became depleted.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# v006785, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. (B)(4).